Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however it is being reported to FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The customer reported 2 sensors (serial numbers unknown) and both have been captured under this submission. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which contained the following information: a customer reported that 2 adc freestyle libre sensors provided inaccurate and low glucose readings. Additionally, the customer reported obtaining a sensor scan of 77 mg/dl in comparison to reading of 102 mg/dl obtained on competitor meter. There was no report of any medical event or third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.